Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set cannula was bent. The event occurred on 04-apr-2024 with blood glucose value around 200 mg/dl. The insertion site was at right abdomen. Within 3 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.